Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample picture was provided for the evaluation. Four (4) representative opened and used samples from same product family were returned for the evaluation. All the four samples are contaminated with feed. Upon visual inspection, the reported condition is confirmed. The silicone tube is disconnected for the mistic connector. No functional test was completed, as the samples were contaminated. This issue could have occurred, when administrating viscous medication through the medical port on the y-connector part of the enteral feed set. On some occasions as required, the user can also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion, the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section. The definite root cause of the reported condition could not be determined. Therefore, a corrective action is not applicable at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when providing medication through the medication port, the feeding sets were leaking from the mistic connector area.